Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the unit halts after partial boot cycle. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during evaluation. Review of the device logs show an excessive amount of power ups with no pads attached, causing the battery to become depleted prematurely. The operator's manual states, "keep the electrode cable connected to the AED plus unit at all times." The batteries were replaced to remedy the problem and the user was informed on proper storage and testing of the device. Analysis for reports of this type has not identified an increase in trend.